Manufacturer narrative:
The device was received partially deployed. No alarms, timeouts, nor drive stalls were observed in the data. The linkage assembly was observed not being fully retracted. The formed needle was observed protruding past the needle well. The linkage assembly retracted upon opening the device. Score marks were observed on the top housing of the device. The linkage assembly rivet was observed being not fully compressed, leading to a protrusion. This protrusion had scrape marks, indicating interference between it and the top housing. This resulted in the needle's inability to retract.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle did not retract indicating that this was a needle mechanism failure.